Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with 700cc smooth mentor memorygel breast implant experienced left-sided grade ii capsular contracture and implant rupture postoperatively. Diagnoses were confirmed by CT scan. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware the patient experienced breast implant illness symptoms post-operatively. Relevant coding has been updated. H6 health effect - clinical code e2402: generalized illness . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, mentor received additional information regarding the implantation date and revision surgery. Initially, the date of implantation was reported as (B)(6) 2013. However, additional information revealed that the actual date of implantation was (B)(6) 2013. The relevant field has been updated. The patient underwent bilateral removal without replacement, since she was sick (unspecified) and did not want to have another set of implants. Manufacturer's reference number: (B)(4).